Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that channel 3 of the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note that stated, "channel 3 e301". No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device did displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.